Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery. Customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully.

Manufacturer narrative:
11/9/2015 - review of pump data by tandem technical support showed multiple alarm 19s had occurred.

Event description:
Additionally, the customer reported that bg levels had been running high.